Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer blood glucose level was 248 mg/dl. Advised customer to clear the alarm and disconnect, remove battery and monitor the notification light. Customer stated that the notification light did not stop flashing immediately. Customer called back to report another power error. The customer was assist with troubleshooting. The device will be returned for analysis.